Manufacturer narrative:
(B)(4) initial report. Please note: this MDR was originally filed on 28 apr 2016 to an esubmissions test account. No ae reported. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. Return of the reported device has been requested, and if received will be reviewed at corin and the information submitted in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Part of the black plastic on a unity femoral impactor instrument has broken off.

Manufacturer narrative:
(B)(4) final report. No ae reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. There was a concession associated with this batch relating to dimensional inaccuracies and it is unknown whether this may have contributed to the reported malfunction, however, prior to approval of the concession mechanical testing was conducted on parts from the associated batch. A project has been initiated to investigate this failure mode and to identify and implement appropriate corrective actions. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Part of the black plastic on a unity femoral impactor instrument has broken off.